Manufacturer narrative:
This report is submitted on may 27, 2024.

Event description:
Per the clinic, the patient experienced swelling and hematoma at the implant site and subsequently was treated with oral antibiotics on february 05, 2024 (specific duration not reported). The patient also underwent a fluid drainage procedure on (B)(6), 2024 to draw fluid of the hematoma site. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Correction: the correct initial date of awareness is may 01, 2024 not february 05, 2024 as previously reported.

Manufacturer narrative:
Correction: the correct date of this report (b4) and date received by manufacturer (g3) is march 10, 2024. This report is submitted on june 26, 2024.